Manufacturer narrative:
Failure analysis noted that the pump alarmed button error and no act button response due to flattened act button dome switch. They were unable to verify for check setting and battery out limit alarm due to no act button response. There was no moisture damage inside the pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 155 mg/dl at the time of incident. The customer stated that pump alarmed button error. He stated that they were camping and the pump could have been exposed to moisture. He took the battery out and inserted again but the pump alarmed button error, battery out limit and check settings. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.